Event description:
It was reported that a patient presented with inability to interrogate noted on the insertable cardiac monitor. No magnet response was noted and failure of bluetooth telemetry was suspected. Additionally, premature battery depletion was suspected. Further evaluation of the patient was planned. No adverse patient consequences were reported.